Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short with the +5v and agnd wires. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing a service code 204 (belt/monitor unusable).